Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting non-recoverable faults while docking. Or staff undocked all arms and cycled system power, but non -recoverable faults returned on power up. Field service engineer viewed onsite logs, found error 23034, 307, 281 and 31030. Or staff asked if armnet could be disabled. Tse remotely disabled armnet2. System powered and homed successfully with no errors after arm2 was disabled. Asked or staff to collapse and move arm2/suj2 out of the way to allow arm1 and arm3 operating room. Or staff is unsure whether surgeon will re-dock and use system. Or staff want field service engineer to call as soon as possible to discuss service. The procedure was converted to laparoscopic surgery with no reported injury. Follow-up: on 5/20/2020, isi followed up with robotics coordinator and obtained the following additional information about the complaint: the surgeon was not comfortable using the robot and wanted to proceed doing the procedure as laparoscopic surgery. Robotics coordinator was not aware of any patient injury.

Manufacturer narrative:
Isi field service engineer (fse) investigation has been completed. Fse replaced the patient side manipulator (psm) to resolve the issue. System tested and ready for use. The psm2 was returned for failure analysis, and the reported failure (error 23) was unable to be reproduced, but could be confirmed as having occurred via field error logs. A test drive in normal mode did not find any issues. Tests performed via dte and matlab passed.